Event description:
Patient having cerebral arteriovenous (avm) embolized. The catheter tip became stuck in the embolization material, and catheter broke leaving part of the catheter in the patient. Attempted to retrieve the catheter tip were unsuccessful. The tip moved into the left internal carotid artery (lica).